Event description:
The product was purchased through (B)(6). The product shows a health claim on the front package "acne healing patch". It includes salicylic acid, but doesn't have any dosage or warning or any type of direction. The patch was for acne and the patch had a microneedle. It also says "heal" on the backside of the package which makes us assume this is some type of drug product. However, it doesn't properly show active ingredient or any other information. I am worried if the teenagers purchase the product might have the side effects depends on their condition. Also, I was worried if that might cause second had an infection or introducing bacteria through the skin. I would like the company to properly register or update their package by the FDA regulation. Acne.